Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a lad lesion exhibiting 50-70% stenosis. It was reported that the device was deformed following failure to overlap proximal stent . No patient injury reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent segments. There was a slight defect evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.